Manufacturer narrative:
Other device involved in this event: pump/(B)(4); cat #: 1407au; exp. Date: 08/31/2017; mfg. Date: 08/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Though bleeding is a known potential complication associated with vad patient's, this patient experienced oral bleeding unrelated to the device or device required-therapy. The patient's inr on admission was within a therapeutic range (3.2) at the time of admission. In addition, the site reported that the patient recently underwent a dental procedure which may have contributed to the reported event. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this bivad patient was admitted to the hospital for treatment of hypovolemia related to oral bleeding.  The patient reported multiple "low flow" alarms from both the lvad and rvad. The patient also experienced self-limiting ventricular tachycardia related to  hypovolemia.  Hemoglobin levels on admission were 80 g/dl compared to 122g/dl the week prior and international normalized ratio (inr) was 3.2.  Log file analysis performed by the site confirmed over 100 low flow, multiple suction alarms, and a slight decrease in power consumption from normal operating parameters over the past two days. The patient was transfused three units of packed red blood cells (prbc's) and was administered intravenous fluids for treatment of hypovolemia and an antifibrinolytic to prevent further bleeding. Lasix was held.  He was also consulted a dentist which assessed and sutured the mouth. The patient was discharged on (B)(6) 2016. It was then identified that a unit of blood given to the patient was contaminated and blood cultures were ordered which was done in outpatient on the (B)(6) 2016.  These subsequently grew streptococcus mitis. Patient was readmitted 11/18/2016 for IV antibiotics. Patient remains an inpatient receiving ceftriaxone 2gm daily possibly due to dental work, bacterial contamination from blood products or endocarditis. A transesophageal echocardiogram has been ordered to rule out. There was no additional information.